Event description:
The registered nurse was placing a new peripheral intravenous line for this patient. There was no damage to the saline lock upon visual inspection of the packaging however when the nurse attached the device to the cannula it separated from the hub with the luer lock still attached.